Event description:
It was reported that the insulin pump alarmed motor error, and the customer's blood glucose went up. The mother stated that her son is in his way to the emergency room. Advised that the customer should be disconnected from the insulin pump and revert to back up plan. Attempted to call the customer to get more info on the event with no results. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.